Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx and two implanted in the lad. The same day myocardial enzyme elevation was reported. Cec adjudicated the event as non-q-wave mi of the target vessel (lad) and diagonal branch (d1) sub total occlusion. Investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient recovered.